Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 47 mg/dl when her actual blood glucose level was 500 mg/dl. The customer also received a lost sensor alert. Troubleshooting was done. Advised that the sensor glucose and blood glucose differences were not within acceptable range. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
One opened and used sensors were inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to it being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.